Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects inside the nozzle and on the lens surface. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the nozzle and on the lens surface could not be determined since it was confirmed that there were no differences between the method of reprocessing stated in the instruction manual and the method conducted by the user, and there was no deformation at the foreign material residue point (no physical damage). The foreign material was identified through component analysis. In the nozzle the foreign material was identified as silicates. On the lens the foreign material was identified as organic silicone, stearate, and cellulose. Olympus will continue to monitor field performance for this device.